Manufacturer narrative:
(B)(4). The device is not distributed in USA but similar device is distributed under k112360. Maquet cardiopulmonary is aware of similar incidents with different root/causes. The provided info is not enough to determine the root-cause, the customer provided the lot number of the device and tracing the mfg records is not possible without the serial number. The complaints statistics showed one more complaint was received from the same lot but with a different failure. In additional, the possibility of this error occurring during priming (before pt is involved) is covered in the operating instructions. It is recommended that the device not be used if this occurs.

Event description:
It was reported that the oxygenator started leaking during blood prime circulation. Leak during pump running at 4.5 liters flow and had to replace the unit immediately since it was h1n1 positive case the defective device is destroyed. Ref: (B)(4).